Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, out of range, low pacing impedance was noted. No intervention was performed, and the pacemaker remains implanted. The patient was stable and will continue to be monitored.